Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as unidentified (tear) opening. Shell thickness was within specification. Missing shell assessed as inconclusive. Lymphadenopathy: unable to observe as it is not related to the device. As per the investigation procedure particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side device rupture and "axillary microlymphadenopathy" diagnosed via ultrasound and MRI. The device has been explanted with a complete capsulectomy.

Event description:
Healthcare professional reported right side device rupture and "axillary microlymphadenopathy" diagnosed via ultrasound and MRI. The device has been explanted with a complete capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "axillary microlymphadenopathy".